Manufacturer narrative:
Additional information b5 and e1 for physician details and event clarification.

Event description:
It was reported that stent dislodgement occurred. A percutaneous coronary intervention was performed. A 2.50 x 20 synergy stent was advanced to the target lesion, however the stent stripped off and remained proximal in the left main stem, while the balloon slipped distally into the left circumflex artery over the wire. Fluoroscopy confirmed stent embolization. The stent was successfully retrieved utilizing a smaller balloon. The patient experienced hypotension, however, they remained stable. No further patient complications were reported in relation to this event. It was further reported that the hypotension resolved and no further intervention was reported.

Event description:
It was reported that stent dislodgement occurred. A percutaneous coronary intervention was performed. A 2.50 x 20 synergy stent was advanced to the target lesion, however the stent stripped off and remained proximal in the left main stem, while the balloon slipped distally into the left circumflex artery over the wire. Fluoroscopy confirmed stent embolization. The stent was successfully retrieved utilizing a smaller balloon. The patient experienced hypotension, however, they remained stable. No further patient complications were reported in relation to this event.